Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system. The door operation was checked and the door switch was verified. Cycled door multiple times, could not duplicate. It was found that during set-up, the surgical drape got caught up in the doors and caused errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the door open message was displaying on the pendant even though the door was closed. They opened and closed the door and it went away. She also noted that there were popping noises when the door was opened/closed. There was no delay to the case and no patient impact.